Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Initial reporter phone: (B)(6). (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 175cc saline prosthesis. Rupture on the left breast prosthesis was diagnosed post procedure via palpation. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 150cc saline prostheses on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on 6/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/18/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 7/18/2018, mentor received additional information: the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 150cc saline prosthesis on (B)(6) 2018; catalog # 3501615, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed a rent measuring 4.9 cm on the posterior view. A second rent was discovered on the anterior view measuring 2.3 cm. Microscopic examination of the rents edges gave no indication as to their cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rents edges was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) for the lot number 7542255 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).